Event description:
It was reported that black particles were coming out of the device. The event occurred during a procedure. The patient was not affected and no adverse event was associated with the device.

Event description:
It was reported that black particles were coming out of the device. The event occurred during a procedure. The patient was not affected and no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted when the device is received and evaluated.

Manufacturer narrative:
During the device evaluation, score marks were found on the driveshaft where the thrust washer rides. The metal removed from the scoring was likely what was observed coming from the device. Therefore, driveshaft wear is the likely cause of the reported event.